Manufacturer narrative:
Event eval: this event is still under investigation.

Event description:
Four or 5 days after the catheter was installed, intestinal necrosis occurred (spots of necrosis), so a section of the bowel was removed. Blockage of the catheter has been an issue with case, even though maintenance was performed according to recommendations. Laparoscopic guidance helped for good tunneling degree at the time of installation, but still the case was problematic. Pt's condition is ok.